Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. The customer subsequently experienced a "high" blood glucose (bg) level and administered a manual injection to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.